Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned. Evaluation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed for the abnormal steering of the device. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was inserted with resistance into the steerable guide catheter (sgc). During advancement through the sgc, additional resistance was noted. After advancement into the left atrium, it was noted that the cds was not steering properly with use of the m knob. This cds was removed and the shaft appeared bent. Another cds was used to complete the procedure. Two clips were implanted, reducing the mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system (cds) was returned and the reported delivery catheter (dc) shaft bend and was attributed to an observed actuator mandrel bend. The bend in the actuator mandrel resulted in difficulty positioning the dc shaft. The reported difficult cds insertion, difficult cds advancement, and sleeve steering issues were unable to be confirmed with analysis of the returned device. A definitive cause for the reported difficult cds insertion, difficult cds advancement, sleeve steering issues and the bend in the actuator mandrel could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy and unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Review of the complaint history identified no similar incidents reported from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.